Manufacturer narrative:
Aspen surgical received a report from the end user of a bard-parker blade that broke during a procedure which was reported to the FDA. The medwatch report for this incident was provided to aspen surgical. In this report, the end user indicated that a sample was available for evaluation and the manufacturing lot number was provided for review. During an arthroscopy shoulder surgery, a bard parker size 11 blade broke off in the soft tissue of the patient. The surgeon removed the broken blade in its entirety without incident. The patient tolerated well and follow up care was not required. Based on the evaluation conducted, lot 0075056 was packed per DHR and no non-conformance related to the broken blade were present. Packing process has established controls to mitigate broken blade condition, including a blade sensor that inspect 100% of packed pouches liner level prior to aluminum foil packaging. The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical (B)(4) site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Sample is pending return and evaluation. If any additional relevant information is identified following completion of the evaluation, the additional relevant information will be submitted in a supplemental report.

Event description:
Aspen surgical received a report from the customer indicating that a bard-parker blade broke off in patient during a procedure. The incident occurred at the user facility. Customer reported two lots (0075056 and 0129158) and was unsure which lot number the broken blade was associated with. Both numbers were filed for investigation. This report was filed in our complaint handling system as (B)(4).